Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was exhibiting premature battery depletion due to system oversensing with a transvenous defibrillation lead. The system currently remains implanted. Additional clincial information has been requested.